Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) alarmed to replace batteries.

Event description:
The center replaced the batteries and the issue persisted.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of "replace battery" alarm on the mobile power unit (B)(6) was unable to be confirmed. Photos were not submitted and the unit was not returned. Multiple attempts were made to obtain additional information from the customer regarding the event (including patient involvement, troubleshooting performed, and return status); however, no additional information was provided. A root cause for the reported event could not be conclusively determined though this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, rev. B, section 7 ¿ ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, rev. B, section 5 ¿ ¿alarms and troubleshooting¿, cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 IFU, section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 ¿ ¿equipment maintenance¿, explain how to properly care for the equipment, including the mobile power unit. Additionally, heartmate 3 patient handbook section c - ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their mobile power unit ¿ for damage, and to replace any equipment that appears damaged or worn. Patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.